Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿I found out my left breast got ruptured. I get this uncomfortable cramp on my breast and itchiness.... When I lay down its uncomfortable." Device remains implanted.

Event description:
Patient reported left side ¿ruptured¿, ¿uncomfortable cramps on left breast¿, ¿itchiness¿ and ¿when I lay down its uncomfortable¿ device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified it was underweight, a broken shell, brown and red particles in the surface of the shell and a missing piece of the shell. A microscopic analysis was performed which identified a sharp broken edge assessed as an unidentified broken tear. Based on the device analysis the final assessment is: a sharp break in the posterior side assessed as an unidentified (tear) opening. As there was a missing piece of the shell, this was assessed as inconclusive.

Event description:
Device has been explanted.